Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc asked the customer to run a chemical wash, and the results indicated signs of contamination. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventative maintenance and decontaminated the instrument. The cse ran a system check which passed. The chemical wash was run five times, and all results were zero. The customer ran quality controls. The cause of the ctni imprecision is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported imprecision and discrepant cardiac troponin I (ctni) results on patient samples and quality controls (qc) on the dimension xpand with hm instrument. For patient with sample ID (B)(6), the sample initially resulted high. The sample was repeated on the same instrument, resulting lower. It is unknown what the corrected result is and if either result was reported to the physician(s). For a patient with an unknown sample ID, the sample initially resulted high. The sample was repeated three times on the same instrument, resulting lower. The initial result was not reported to the physician(s). It is unknown if the repeat results were reported to the physician(s). For patient with sample ID (B)(6), the customer provided the results of two draws and their subsequent repeats. The sample resulted low initially and was higher upon repeat testing on the same instrument. A new sample was obtained from the patient and tested on the same instrument, resulting low and matching the initial result. The new sample was then repeated twice, resulting high on the first repeat and low on the second repeat. It is unknown if any of the results were reported to the physician(s). For patient with sample ID (B)(6), the sample initially resulted high. The sample was repeated on the same instrument, resulting lower. The sample was then repeated twice on the same instrument, resulting higher and matching the initial result. The result of the second repeat was reported to the physician(s), however, the patient was discharged prior to the physician(s) receiving the result. The patient was transferred to another facility. The customer stated the patient is being contacted to return to the hospital. For patient with sample ID (B)(6), the sample initially resulted low. The sample was repeated on the same instrument, resulting higher. Both initial and repeat results were reported to the physician(s). The customer notified the physician(s) of issues with the ctni method, and the physician(s) discarded the results. The sample was tested on an alternate instrument at a sister laboratory, and resulted lower. The sample was then tested three times on the original dimension xpand with hm instrument for troubleshooting purposes, resulting high. There are no reports of patient intervention or adverse health consequences due to the discordant ctni qc and patient results.

Manufacturer narrative:
The initial MDR 1226181-2015-00427 was filed on (B)(4) 2015. Additional information ((B)(6) 2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse detailed the reagent probe 1 fluidics and replaced the reagent probe 1 transducer. The cse ran a system check and quality controls, which resulted within range. The cause of the ctni imprecision is unknown. The system is performing according to specifications. No further evaluation of the device is required.